Manufacturer narrative:
The investigation determined that discordant vitros anti- sars-cov-2 igg results were obtained from three different patient samples when processed using vitros cov2igg reagent lot 0160 on a vitros xt7600 integrated system. A definitive assignable cause for the discordant reactive results could not be determined with the information provided. Based on historical quality control results, a vitros cov2igg reagent performance issue is not a likely contributor to the event as all quality control (qc) fluid results were within the correct instructions for use (IFU) interpretation region. Additionally, there is no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not possible to establish if the customer was following the sample collection device manufacturer¿s recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. The most likely cause of the discordant results in this case is the vitros cov2igg test generated false positive results for the samples under test. The vitros cov2igg IFU does not preclude the possibility of false positive cov2igg results due to cross-reactivity from pre-existing antibodies or other possible causes. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros cov2igg lot 0160.

Event description:
An ortho clinical diagnostics (ortho) laboratory specialist (ls) contacted the ortho technical solutions centre (tsc) on behalf of a customer to report discordant reactive vitros anti- sars-cov-2 igg (cov2igg) results obtained from a sample drawn from a patient when tested on a vitros xt7600 integrated system. The vitros cov2igg results were considered discordant as non-reactive results were obtained for the same sample tested using a vitros anti- sars-cov-2 total (cov2tot) method. Patient 1 result of 6.20 and 6.75 s/c (reactive) versus the expected result of non-reactive. Patient 2 result of 3.21 and 3.14 s/c (reactive) versus the expected result of non-reactive. Patient 3 result of 2.05, 2.13 and 2.15 s/c (reactive) versus the expected result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The vitros cov2igg results were not reported from the laboratory to a physician. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number 3 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).